Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer would not open due to obstruction. A field service engineer, verified that drawer functionality. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, the drawer 2.2 is obstructed and jammed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.